Event description:
During routine testing of the device, the field service representative reported when the central control monitor was powered on, a white blank screen displayed. After powering the system on and off, the monitor screen appeared as expected. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.